Event description:
It was reported that in the previous year the device had depleted 13% battery after approximately six months and technical services had believed that the device was depleting normally at the time. Recently, the device had depleted from 15% battery to 6% battery after approximately three months. Technical services is now concerned that the device is exhibiting characteristics of premature battery depletion. Subsequently, the device was explanted. No additional adverse events were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device memory confirmed that the device depleted at an acceptable rate. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that in the previous year the device had depleted 13% battery after approximately six months and technical services had believed that the device was depleting normally at the time. Recently, the device had depleted from 15% battery to 6% battery after approximately three months. Technical services is now concerned that the device is exhibiting characteristics of premature battery depletion. Subsequently, the device was explanted. No additional adverse events were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.